Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8298865; medical device expiration date: 2023-10-31; device manufacture date: 2018-10-25; medical device lot #: 9003943; medical device expiration date: 2023-12-31; device manufacture date: 2019-01-03; medical device lot #: 9038652; medical device expiration date: 2024-01-31; device manufacture date: 2019-02-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield fell off the bd vacutainer® eclipse¿ blood collection needle after completing the blood collection when trying to move it. Lot #'s 8298865, 9003943, and 9038652 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "started using eclipse needle a month ago. The safety cap "falls off" when trying to activate after blood collection." "The customer used to use the smith straight needle which had a safety device attached to the holder. The customer is used to moving around the safety device which could be the cause why the bd eclipse is falling off when they try to move it."

Event description:
It was reported that the safety shield fell off the bd vacutainer® eclipse¿ blood collection needle after completing the blood collection when trying to move it. Lot #'s 8298865, 9003943, and 9038652 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "started using eclipse needle a month ago. The safety cap "falls off" when trying to activate after blood collection." "The customer used to use the smith straight needle which had a safety device attached to the holder. The customer is used to moving around the safety device which could be the cause why the bd eclipse is falling off when they try to move it."

Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR #1024879-2019-00819. This event has been over-reported.